Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broach handle will not hold on to broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event. The returned broach handle was functionally tested with a depuy retained broach and assembled/disassemble and held the broach firmly. The overall condition of the handle suggests heavy usage. A complaint database identified similar reports against the provided product code that were attributed to product wear out and or misuse. The root cause is attributed to heavy usage/wear out due to the overall condition of the returned device and the length of time in service. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.